Event description:
Patient's mother reported that the patient was hospitalized from (B)(6) 2025 due to being diagnosed with 2 bacteria in tracheostomy tube. Prescriber is aware. Patient has recovered completely. Patient's mother stated it was not related to the patient's medication. No further information provided. Indications: carrier of other specified bacterial diseases; tracheostomy status.